Event description:
It was reported that the patient had a spectra non-inflatable penile prosthesis implanted previously, "one cylinder," additional surgery details not provided. The device was removed and replaced with an ipp, reason not indicated. No patient complications have been reported in relation to this event.